Event description:
It was reported that the left ventricular lead exhibited high threshold due to dislodgement. The lead was successfully repositioned.

Manufacturer narrative:
No medwatch form was received.